Event description:
It was reported that they were trying to determine hie. Patient has low apgar scores. Low tone, floppy and postering. Nurse stated they started rewarming at 7pm and patient temperature (pt) should have met targeted temperature (tt) at 1am. Patient was still below targeted temperature (tt) in an arctic sun device. Patient temperature (pt) was (esophageal) 35c (axillary) 36c, targeted temperature (tt) was 36.5c water temperature (wt) was 39.8c, water flow rate (wfr) was 0.9 l/m. Trend shows 1 bar trending upward. Patient "taco'd" into the pads for best coverage. Advised device was responding as designed and was still actively trying to get the patient temperature (pt) was up to the targeted temperature (tt) with very warm water temperatures. Discussed adding warm blankets and radiant warmer, if not contraindicated in their protocol. Discussed patient condition and symptoms. Encouraged to call back with any questions or concerns. Hx: patient had low apgar scores. Low tone, floppy and postering.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.